Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs. Medical records/radiographs were reviewed and identified the following: three sets of two views of the left elbow demonstrate a left radial head arthroplasty. On image four and six of six, the radial head arthroplasty has come loose with a screw seen within the soft tissues dorsal and radial to the arthroplasty. No fracture was seen. Overlying soft tissue swelling is present. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available at the time of this report.

Manufacturer narrative:
Cat-11-210062 lot-485410 explor 7x26mm impl stem w/scr. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that revision surgery was performed approximately (22) months post initial procedure. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Foreign- (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 00481. Product remains implanted.

Event description:
It was reported that revision surgery is planned due to dislocation of the screw connecting the head with the stem. No additional patient consequences were reported.